Event description:
It was reported that this pacemaker exhibited undersensing either due to amplitude of the prior atrial sense or the falling below the sensitivity of 0.5 milli volts for the right atrium (ra). Boston scientific technical services consultant (ts) suggested adjusting the sensitivity or the automatic gain control (agc) since patient paces very little. As of this time, this pacemaker remains in service. No adverse patient effects were reported.